Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced a low blood glucose level of 45 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the low blood glucose with a carb intake. Troubleshooting was provided. No issues were found. The insulin pump will not return for analysis.